Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator/monitor battery lock is broken. There was no reported patient impact or injury.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl defibrillator indicating that the device's battery lock is broken. There was no patient harm reported. Based on the results of the analysis, it was determined that the product has malfunctioned. As the device is eol (end of life), no repair work was performed by philips. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation. H3 other text: device is end of life/end of support.